Event description:
It was reported that an air embolism occurred. The patient had a patent foramen ovale (pfo). A left atrial appendage (laa) closure procedure was being performed under conscious sedation, utilizing intracardiac echocardiogram (ice) imaging. A watchman fxd curve access system (was) was inserted and advanced to the left atrium. A 20mm watchman flx pro closure device and delivery system (wds) was inserted and deployed in the laa. Immediately after deployment, st segment elevations were noted, and the patient went into ventricular fibrillation which required a shock to be brought back to a normal sinus rhythm. A coronary angiogram was performed to assess if air had embolized to the coronary arteries, but none was observed. No air was observed on ice imaging. The patient eventually stabilized, and the procedure was concluded after implantation of the watchman closure device. The patient was discharged home the following day post index procedure.